Event description:
The manufacturer received information regarding an everflo device following an allegation of burning smell and smoke. Additionally, it was noted that the device did not alarm, would not power on, and did not display hours. No visible burn marks were found on the cable, plug, or the device itself. A technical evaluation performed by the repair shop determined that the main board was faulty. No adverse consequences to the patient were reported. There was no allegation of serious or permanent harm or injury, and the patient did not report receiving any medical intervention. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be submitted.